Event description:
Customer reported that a patient sample with a history of anti-kell initially tested using capture-r ready screen (crrs) 4 on galileo, with negative results.

Manufacturer narrative:
The customer reran the sample and obtained the expected results. It is possible the indicator cells were not at correct operating temperature. A service call was made. The washer z height was adjusted, to reduce residual volume. The instrument processed samples, all results met expectations.